Event description:
It was reported that the device was unable to be interrogated via radio frequency (rf) telemetry. Abbott technical support was contacted and the software was successfully redislocated on the device. The patient was in stable condition.